Manufacturer narrative:
One cadd cassette reservoir from part number 21-7302-24, and an unknown lot number was received decontaminated inside a plastic bag which was not its original packaging. The sample was visually inspected at a distance of 12? To 16? Under normal conditions of illumination to detect conditions that could cause functional issues. The sample did not present any damage, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. The returned cassette was filled with water and connected to a cadd legacy plus pump to look for unusual function. The sample was fully priming and connected without difficulty. The pump was set running and the alarm was not activated. The reported issue was not confirmed. There was no fault found with the returned cassette.

Event description:
Information was received indicating that following an infusion change with a smiths medical cadd cassette reservoir, occlusion alarm was noted. It was also reported that the patient tried to resolve the issue as instructed, but the alarm persisted. The reporter noted that the customer received the pump, filled the cassette with water for injection and set it to run. The pump initially ran as intended, then after about an hour it started to emit the single ?beep" noise at each pump revolution and continued all day. No adverse effects were reported.